Event description:
It was reported that the patient presented to the clinic with an infection. Vegetation was observed on the right atrial (ra) lead. The physician elected to explant the ra lead on (B)(6) 2026. The patient experienced no adverse consequences.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.